Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) npi 8100 ail bolus limit reached message. Ail sensor assy- faulty. Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Ail sensor assy- faulty patient or user involvement: no. Patient or user harm: no. Case description: customer 8100 device (s/n (B)(4)), receiving ail bolus limit reached during rate accuracy test. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer 8100 device (s/n (B)(4)), receiving ail bolus limit reached during rate accuracy test. Explained to customer, reason for the pop-up message for ail. Step customer through the work-around process in system maintenance, and retest for rate accuracy. Rate accuracy verification failed the test. Initiated trouble-shooting, by running the device in the operate mode. Air-in-line fault received during basic infusion setup. Identified the ail sensor needed to be replaced on device. Informed customer if any further issues are of concern, please give a call back for assistance. End call. (B)(4).